Manufacturer narrative:
The reported events of failure to advance guidewire and ¿the wire perforated out of the lead¿ were confirmed. As received, a complete lead was returned in one piece without the guidewire. Visual inspection of the lead found procedural damage to the lead body insulation and damaged inner coil with ptfe coating noted at the distal region. The guidewire insertion to the lead could not be tested due to damage of the inner coil at the distal region. The cause of the reported events is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the left ventricular (lv) lead and the wire perforated out of the lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.